Event description:
It was reported to boston scientific corporation that a leveen co-access electrode system was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, a successful ablation was performed on the patient's kidney on (B)(6) 2011. However, the patient returned on (B)(6) 2011 and presented with subcapsular bleeding from the ablated area of the kidney. The physician embolized the bleed, and gel foamed the track. The patient's condition was reported as being fine after hemostasis. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).